Manufacturer narrative:
Age at time of event: over 50 years old. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non calcified graft left arm. A 12.0x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 12x4 gladiator balloon catheter. No patient complications were reported.